Event description:
It was reported that the tip of a stryker 90-s serfas energy suction probe broke off and fell into the pt during a shoulder procedure. It was alleged, that the surgeon was able to retrieve broken tip from the pt and the surgery was successfully completed. It was reported that there was no adverse consequences to the pt.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.